Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass procedure, the surgeon able to fire the device smoothly, however the device had an incomplete staple line, some unformed staples were located in the proximal doughnut tissue, and most of the staples were not deployed. To resolve the issue, the surgeon needed to resect additional piece of small bowel and re-stapled the tissue. The surgical time was extended more than 30 minutes due to the product problem.